Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
It was reported that the patient experienced pain post operatively and an x-ray indicated the cage fractured. The patient was revised.

Manufacturer narrative:
B5 has been updated following investigation. D4 has been updated to reflect the correct lot # following device recipe. Visual inspection: the set screw was final locked upon receipt. No deformations were observed on the cage or set screw. Functional inspection: the cage was able to be expanded and collapsed without any issues. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. As the failure occurred approximately three weeks after the index surgery, patient compliance may have contributed to the failure. Post-operative patient activities may have introduced excessive loading to the construct, causing the cage to collapse. It is also possible that the cage was not final locked with sufficient torque; however, the subject torque handle was not returned for evaluation. No additional information was able to be obtained. As a result, the root cause was unable to be determined conclusively.

Event description:
It was reported that the patient experienced pain post operatively and an x-ray indicated a capri cage had collapsed. The patient was revised.